Event description:
The customer reported via phone call that they damage to their insulin pump. The customer reported a crack at the reservoir compartment. Customer also reported the act button was stuck, requiring several button presses to enable a response. The customer also reported experiencing unexplained no delivery alarms. Customer also reported the battery life was shortened on the insulin pump. It was also found the customer had scratches on their insulin pump's screen. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.